Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an laparoscopic umbilical hernia repair procedure, the harmonic hdi blade broke. No fragments were generated. The nurse stated that there was no prior mesh or other device in contact with the device and this occurred curing take-down of adhesions. There was no delay to the procedure. The device was replaced and surgery was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r94n45. Investigation summary: the device was returned with the cable cut off and with the blade tip intact and not broken off as reported by the customer. Due to the returned condition of the device, further functional test, could not be performed. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.